Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a microneurosurgery procedure using an apollo wand (wand). During the procedure, the sonicator wire inside the wand came out of the tip of the wand. Therefore, the wand was removed and the procedure was completed using a new wand. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the sonicator wire was extending out the distal tip of the apollo wand (wand), and was not visible through the rotating hemostasis valve (rhv) on the proximal end of the wand tubing. The acrylonitrile butadiene styrene (abs) connector housing on the proximal end of the wand tubing was slightly melted. The sonic connector was removed from the abs housing by the penumbra investigator, and it was observed that the sonicator wire was fractured right inside the sonic connector. Conclusion: evaluation of the returned device revealed that the sonicator wire was fractured on the proximal end of the wand tubing. Further evaluation revealed that the abs connector housing was slightly melted. Extended use of the wand could cause heat to build up at the sonic connector, which may contribute to the abs connector housing melting and sonicator wire fatigue. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.